Manufacturer narrative:
The lead was discarded following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead lost slack which resulted in low amplitude measurements with undersensing. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.